Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays provided. Assessment of the provided x-rays identified a possible residual component form prior hardware could be seen within the proximal tibial diaphysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause is considered to be use error as the device was not removed before placing the final implants. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the provisional stem was inadvertently implanted and observed on the post-operative x-rays after the revision procedure. The surgeon elected not to revise the patient to extract the provisional stem. Attempts have been made and additional information on the reported event is unavailable.